Manufacturer narrative:
(B)(4). The device history review the product hemolok l clips 6/cart 84/box lot# 73a2000099 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2020 clip was found broken during usage on the patient. Then user changed same device to complete the procedure.